Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that a programming anomaly occurred on an unknown date. A system diagnostic test was performed, which resulted in an unintended change in patient's settings. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic. Upon initial interrogation on the subsequent visit, the device was at unintended settings. Settings were reprogrammed to intended settings on (B)(6) 2013.